Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Sc1-cap locked in place properly during testing. After battery installation the unit turned on with a functional lcd, however, missing segments were led by a cracked and bleeding lcd glass. Unit was also received with the following cosmetic damages: keypad overlay texture damage, cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion customer's allegations of crack in display window were not confirmed as no cracks on the display window itself were noted. However, cracked glass behind the window led to a display anomaly with missing segments obscuring the menus. Additionally, customer allegations of crack in case were confirmed when cracked keypad overlay was noted. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had cack in screen and display. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported physical damage on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1886 was requested and customer response was the device returned.